Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last bolus delivery was a 2.0u bolus on (B)(6) 2016 at 12:52. The last basal delivery was on (B)(6) 2016. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 366 mg/dl with blurred vision and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match due to the prime menu being accessed. The basal history did match the active basal program settings; however, the pump was not calculating the recommended bolus total correctly. Reportedly, the patient started on steroids (B)(6) 2016. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.